Event description:
Advised that the doctor complained about a significant amount of difficulty getting the sensation plus 50 cc catheter inserted in pt. Ultimately did get it in but with great difficulty. In following up with the rn staff, advised that one way valve was removed prior to insertion and also advised that t-handle was removed before advancing over the wire because they now need to use the catheter to measure because the stylet was removed. Advised to leave ne way valve on until after insertion, and also asked them to leave catheter in t-handle while using to measure. Catheter was ultimately successfully placed in pt. The balloon was not saved. Difficulties encountered during insertion. No pt injury or death resulting from event. Pt has since expired.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).